Manufacturer narrative:
Upon clarification, this event no longer meets the reporting requirements in 21 cfr 803. H3: the concerto coil was returned for evaluation. Bends were found at 2.0cm to 18.0cm from the proximal end of the pushwire. The implant coil appeared to be damaged and stretched with the polypropylene filament intact. The progreat 2.7f catheter appeared to be compatible for use with the concerto coil as it has a labeled inner diameter (ID) of 0.025¿ (via terumo). The concerto coil could not be used for resistance testing with an in-house microcatheter due to its damaged condition. Based on the analysis findings, the concerto coil was confirmed to have ¿coil resistance/ stuck in catheter¿ issue as the returned concerto coil was found to be damaged and stretched. In addition, the pushwire was also found to be bent. It is likely that these damages occurred when the customer attempted to advance the concerto coil through the progreat 2.7f catheter against the reported resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. Since the progreat catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that the deployment issue reported was that there was resistance with the coil midway through deployment in the microcatheter and it wasn't able to be advance further. Upon reviewing, the doctor acknowledged that a smaller microcatheter should have been used with the continued saline flush. It was noted that the doctor was new to using concerto coils and was happy that this was the reason for the coil not being able to be advanced properly. Ancillary device: progreat 2.7 microcatheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would was in position for deployment but would not detach from the delivery system. No further information was provided.